Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cough with clear secretions, tingling in the throat, watery eye and asthma for over a year. The patient did report to receive medical intervention and was placed on antihistamines and cortisone. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported as adverse event and product problem in section b1. After review it was determined that the event of asthma which was patient history treated with antihistamines and cortisone and other event such as cough with clear secretions, tingling in the throat, watery eye considered as non serious injury. The following correction has been updated in this report to reflect the correct information.    Section(s) b1, b2, has been changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code has been updated.

Manufacturer narrative:
Additional information was received on may 22, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough with clear secretion, tingling in the throat, watery eyes and asthma over a year related to a CPAP device's sound abatement foam. The patient did report to receive medical intervention and was placed on antihistamines and cortisone. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected externally and internally, observed unknown white, and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box, white contamination (dust-like) in the iso port (international organization of standardization), dust-like contamination on top of the blower motor and the blower motor seal, dust-like contamination on the bottom of the blower motor and inside of the blower motor. Black contamination, consistent with keratin, at the air outlet of the blower box, black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms. There was no evidence of sound abatement foam degradation.